Event description:
It was reported that a user of the ilet experienced elevated blood glucose in the evening followed by overnight low glucose, with elevated morning glucose, and that frequent lows were slowing automated corrections; the user and caregiver discussed meal announcements and consistent high-carbohydrate meals, and were advised that inaccurate carbohydrate entries could negatively interact with automated insulin dosing, with consideration of a factory reset if results did not improve. Symptoms included episodes of low glucose and high glucose. Outcomes included no hospitalization or medical intervention beyond self-management with oral glucose. Investigation included technical support review and troubleshooting with education. Investigation of this case revealed no device malfunction reported and user factors related to carbohydrate entry and meal patterns as potential contributors. It was concluded that the cause of the reported hyperglycemia and hypoglycemia was unclear, with user education provided regarding meal announcements and the option for a factory reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.